Event description:
It was reported that the tip of the screw broke post-op and the patient had to be revised. The screw and it´s fragment were removed. The revision was finished successfully. Implantation was in (B)(6) 2012, explantation on (B)(6) 2012.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause(s) of this type of event is damage to the implant at the time of insertion which led to the breakage and post-op fragment. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Facility will not return the device.